Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the product names on 2 shelf cartons of bd micro-fine¿+ pro pen needles were faded and illegible. The following information was provided by the initial reporter, translated from japanese: "this is a report about a printing issue of shelf cartons. According to the distributor's report, the print was fading around the area of product name on the shelf carton surfaces."

Manufacturer narrative:
H6: investigation summary: two sealed 32g x 4mm pen needle cartons and five photos were returned from lot. No. 2060475, cat. No. 320559. Visual examination was carried out on the returned samples and photos and missing print on the lid of the carton was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause of this issue is supplier related and will be investigated under (B)(4).

Event description:
It was reported that the product names on 2 shelf cartons of bd micro-fine¿+ pro pen needles were faded and illegible. The following information was provided by the initial reporter, translated from japanese: "this is a report about a printing issue of shelf cartons. According to the distributor's report, the print was fading around the area of product name on the shelf carton surfaces."